Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 399960, lot# v608681, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 399960, lot# v608681, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had an allegoric reaction to the implant and the leads. It was noted that the implantable neurostimulator (ins) was implanted under the breast of the patient¿s right side. It was further noted that the leads went to the left side of the patient¿s head. It was noted that the left side of the patient¿s head ¿could not be touched due to pain caused by the ins.¿ it was noted that the patient¿s ins was ¿protruding out,¿ causing terrible pain. It was noted that ¿at one time, the patient was paralyzed and could not move.¿ it was noted that the pain occurred while the implant was turned on and off. It was noted that the ins and leads were removed on (B)(6) 2013. It was noted that the skull bone from the location of the leads was removed. It was noted that the health care provider ¿initially thought it was surgical issues, but then realized the patient was having an allergic reaction.¿ it was noted that the patient ¿still was not feeling right and she was healing.¿ additional information was requested but was not available at the date of this report.

Event description:
Follow up information reported that the patient had their implantable neurostimulator (ins) removed in (B)(6) 2013 due to their body rejecting it. It was also noted that they had an appointment in (B)(6) 2013. The patient still had concerns because the site where the battery was had not healed. It was also reported that the patient got a cold while in the hospital and had to go back into the hospital in (B)(6) 2013 for pneumonia. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).